Event description:
A voluntary medwatch report was received on (B)(6) 2022 . It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2022 . It has been reported that readings were over 30-40% off. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a and b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5112169.